Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient replaced four infusion sets due to poor adhesives event on 12-feb-2026. No further information available.